Manufacturer narrative:
The user facility stated the table would not lock via the hand control or back up manual foot pump during a patient procedure. User facility personnel blocked the table from moving and the procedure was completed successfully after a brief delay. The unit was removed from service. A steris service technician arrived on site, inspected the 5085 surgical table, and found it to be operating properly. The steris technician and user facility personnel were unable to recreate the reported event despite multiple attempts to duplicate the issue. The technician confirmed the table was operating according to specification and the table was placed back into service. The 5085 surgical table is not under steris contract for maintenance services, all maintenance is performed by the user facility. No additional issues have been reported.

Event description:
The user facility reported their 5085 surgical table would not lock during a patient procedure. A procedure delay occurred as a result.